Event description:
Customer tipped unit turning a corner and broke her wrist. Required hospital stay for four days. User error - no malfunction.

Manufacturer narrative:
Electric mobility corp failed to report this incident within 30 days.